Manufacturer narrative:
Visual inspection performed by r&d project manager: the plastic bottom detached from the metal shell due to the breakage of the connection between central screw and locking disc. The event is probably related to an high torsion applied to the instrument during the disassembly.

Manufacturer narrative:
Batch review performed on 23 april 2019: lot 1551143: (B)(4) items manufactured and released on 11-sep-2015. No anomalies found related to the issue. To date, no other similar event has been reported on this lot. Preliminary investigation performed by (B)(4): from the photo it is possible to note the impaction plate broken, with the plastic bottom damaged and partially separated from the metal plate. The root cause can be related to the breakage of the central screw/locking disc connection that maintains the instrument assembled, probably occurred during an high torsion applied to the screw.

Event description:
During the primary hip surgery and after impacting the cup, it was discovered that the impaction plate had broken during impaction. No fragments fell into the patient's surgical wound and there was no delay in the case. The surgery was completed successfully.